Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Additionally, t-wave oversensing had previously been noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating that the t-wave oversensing was post-paced.